Event description:
A malfunction alarm was reported associated with malfunction code 16. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed to switch to multiple daily injections as a backup therapy, and tandem technical support arranged for a replacement pump. The customer was also guided on storing the malfunctioning pump and instructed to return it using the provided pre-paid label within ten days.